Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009. During the procedure, the fingerpad came off. A second like device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4) - fingerpad comes off - not labeled. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.